Manufacturer narrative:
Batch review performed on 06-jun-2023 lot 2109343: 200 items manufactured and released on 27-oct-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Other device involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2114162: 154 items manufactured and released on 26-oct-2021. Expiration date: 2026-10-13. No anomalies found related to the problem. To date, 150 items of the same lot have been sold with two other similar reported cases during the period of review.

Event description:
At about 1 year and 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the head and liner.